Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. No pump error 82 alarms noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No pump error alarms noted during testing or in the insulin pump trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they were in the hospital and also insulin pump had insulin pump error alarm. The customer¿s blood glucose level was 13.7 mmol/l at the time of the incident. Customer stated they were able to rewind insulin pump. Customer stated they performed displacement test and it was passed. Customer stated insulin pump error was reoccurred. The insulin pump will be returned for analysis.